Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the anti-backup non-functional. Upon firing, the clips did not advance into the jaws. Therefore, no further testing on the clip formation could be conducted. The device was disassembled and no anomalies were noted on the components. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.